Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to he was leaking again. Cuff was explanted and replaced. He is doing well as of now.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to unknown reason. Cuff was explanted and replaced.